Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the right plunger case cracked and a missing rubber foot. Event log history was performed and indicated that check cutch/plunger lever was recorded in history. During analysis, the reported event was able to be duplicated. Service replaced the left and right clutch half's and that cleared up the problem. It was noted that normal wear looked to be the cause of the reported issue. Based on the evidence, the complaint was confirmed, and no fault was found as the issue was due to normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch error. No patient consequences were reported. No adverse effects were reported.